Manufacturer narrative:
Voluntary medwatch MDR report #: mw5120297.

Event description:
Voluntary medwatch form received notes that a patient presented with noise on the atrial lead. Programming changes were performed to resolve the issue. No adverse patient effects were reported.